Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 432 mg/dl. The customer alleged that the pump was not delivering insulin properly when the cartridge has less than 70 units of insulin, and the insulin gauge was inaccurate. Reportedly, the customer continued to use the pump for insulin therapy.